Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra2 meter was prompting an unspecified error message. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the pt by phone. The pt reported that the alleged error message began to appear on eleven days later. The cca noted that the pt manages her diabetes with both insulin and oral medications. The pt denied taking any action regarding her diabetes mgmt after the issue began. On a week prior to original date, a few days after the issue started, the pt claimed she developed blurred vision and frequent headaches. On that evening, the pt reported that she was taken to the emergency room. At the ER, the pt's blood glucose registered "452 mg/dl" when tested with the ER/hosp meter. The pt stated that she was treated with 55 units of humalog, 42 units of regular insulin and 4 pills of metformin (500mg each). At the time of troubleshooting, the cca noted that the alleged error message was resolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test, her blood glucose due to the reported issue and reportedly was treated for hyperglycemia by an hcp after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.